Manufacturer narrative:
Updated: h4, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported undried scope use in a procedure issue could not definitively be determined. The investigation found that there was no problem with the facility¿s oer. The user did not know how to connect the connector of the air tube for water leakage detection, so it is likely that the root cause of the issue was that the user did not read the instruction manual thoroughly before using the product. The event can be detected/prevented by following the instructions for use which states: cf-h180al reprocessing manual - chapter 1 general policy 1.7 reprocessing before patient procedure improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoscope reprocessor was not drying the scopes inside and was producing discharge. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The endoscopic support specialist (ess) was dispatched to the facility and met with the manager for the sterile processing lab to perform in-services for the staff on the oer-elite aer. Leak testing, manual cleaning, loading the endoscopes into the oer-elite, operation of the oer-elite, and storage of the endoscope after reprocessing, and using the program 3 & 4 to perform additional leak tests to prevent fluid invasion was discussed and demonstrated. The customer reported that the issue had been resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.